Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced continuous foul smelling and feculent vaginal discharge, recurrent e. Coli urinary tract infections, passage of gas through vagina, yellow or brown discharge with blood mixed, foul smelling discharge, rectovaginal fistula, mesh erosion, complicated and prolonged extensive surgery, pain, mild ileus, chronic pain, sexual dysfunction, multiple revision surgeries, colovaginal fistula, dense adhesions of the colon to the posterior vagina and adhesions of the ascending and descending colon to the pelvic sidewalls, prolonged post operative complications.